Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: unscannable serial number label, cracked down, up keypad buttons. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 43s, motor errors, or prime/rewind anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 43s occurred on (B)(6) 2025 from 13:02:43 to 15:02:34. The case was cut open. There is corrosion in/around the following: keypad flex cable terminal; pcba1--j1; home motor switch. In summary, the customer¿s report of pump error 43s was confirmed during testing. The pump error 43s are due to a corroded home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported a blood glucose value of 297 mg/dl, and the current blood glucose value was 297 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1884, unomedical, and mmt-332a. Troubleshooting was performed for the pump error, and the customer was not able to clear the error. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for unomedical, and mmt-332a